Manufacturer narrative:
The customer replaced the screws to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices cable plug was damaged because the monitor fell off the lock during recall service that was performed a while ago by the vendor. The screw that secures the monitor in place was not securely tightened down. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The investigation is ongoing.